Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of loop failure to cut.

Event description:
It was reported to boston scientific corporation that a captivator cold device was used in the colon for polypectomy during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, it was noticed that the cold snare was not sharp enough to cut the target polyp. The procedure was completed successfully with another of the same device. There were no patient complications reported as a result of this event.